Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03083. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 months, 20 days. Manufacturer's investigation conclusion: the report of a white substance in the inflow cannula was confirmed during the evaluation of the device. Examination of the inflow cannula noted a white, tissue-like deposition adhered the textured-surface. The deposition appeared thin and flat and extended from the middle to distal section of the lumen. Examination of the pump cover found similar depositions on the textured-surface of the interior and outflow sections. The sealed outflow graft hardware also contained a small amount of a similar deposition. The evaluation could not conclusively determine the cause of the observed depositions and a correlation to the reported mediastinum infection could not be determined. It was reported that there were no issues or complications leading up to the patient¿s routine transplant. The depositions were preserved within their respective hardware and are being sent to an outside lab for histology. The analysis of the inflow cannula deposition noted a modest pseudointimal covering of the interior surfaces at the most proximal end. The more distal regions of the cannula exhibited a minimal to mild accumulation of fibrin and patchy, minimal to moderate accumulations of grainy, eosinophilic material, presumed to be platelet aggregates. The pump cover interior and outflow graft depositions were identified to have similar characteristics. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was routinely transplanted on (B)(6) 2017. During the time of transplant, a collection of purulent fluid was found in the mediastinum. Cultures taken were positive for serratia marcences and the patient was placed on cipro after being transplanted. In addition, it was also reported that after the device was removed, a white tissue like substance was found in the lumen of the inflow cannula wall. It was reported that there had been no issues or complications leading up to transplant, no vad malfunction or parameter changes, no patient heart failure symptoms, and no infection symptoms or labs. The customer mentioned that the patient had experienced a driveline trauma event on an unspecified date. The patient was prophylactically placed on cipro and doxy but never had any positive cultures related to this event. No additional information was provided.